Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water channel had foreign material. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of problem with flush channel; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the air/water channel had foreign material. There were no reports of patient involvement.